Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument was generating "modular chemistry (mc) probe obstruction" errors. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) advised customer to wear personal protective equipment in order to flush the probe. Customer primed the mc probe 10 times and noticed that the mc sample probe transducer was leaking. Cts advised customer to disable the mc side of the instrument until service could examine the instrument. Field service engineer (fse) examined the instrument the same day and found the sample probe and wash collar were clogged. Fse replaced the sample probe and wash collar. Fse also replaced the mc obstruction detector and calibrated the detector. All mc tests were calibrated and the controls tested to verify operation. Fse repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).